Manufacturer narrative:
If any additional, relevant info becomes available, a follow-up report may be filed.

Event description:
The facility alleges an air leak in the air leak indicator. This was observed in a baby with a preexisting pneumothorax, who the doctor was sure the pneumothorax had been resolved. The unit indicated an air leak even though the tube was clamped near the chest tube site, indicating the air was coming from the pleur-evac itself. The unit gave a false indication resulting in the baby having a chest tube longer than needed. No other medical intervention required.